Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that video system center's light function was not working. When the scope was connected to the processor, the system remained in standby mode, and when the power button was pressed to activate the light, the processor shut off. The issue was found during inspection for use. There were no reports of patient or user harm associated with this event.